Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed detachment near the lapjoint section. No other visual damages were noted. Microscopic inspection revealed no damage on the distal tip or exit port assembly. Pitting and degradation of the transducer housing consistent with saline damage was noted, which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that tip detachment occurred. When the packaging of an opticross catheter was opened it was observed that the tip was fractured. The device was not used. No patient complications were reported. It was further reported that there was no fracture, the tip was only damaged.

Event description:
It was reported that tip detachment occurred. When the packaging of an opticross catheter was opened it was observed that the tip was fractured. The device was not used. No patient complications were reported. It was further reported that there was no fracture, the tip was only damaged.

Event description:
It was reported that tip detachment occurred. When the packaging of an opticross catheter was opened it was observed that the tip was fractured. The device was not used. No patient complications were reported.